Event description:
It was reported that during an unknown procedure, there was post-op bleeding on the staple line. A second operation was needed to over-sew the staple line.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What structure was the tx60b device used on? What was found at the re-op? Were there any issues with the staples? If yes, please explain. Can you please confirm what tissues were captured in the device jaws? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Can more information be provided on the shape of the staples? Can you please confirm the total blood loss volume? Was the bleeding on the atrial side? Was there an atrial injury? Can more details be provided about how the bleeding was ultimately controlled? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/02/2022. It was reported that the patient had bleeding on the staple line post-op. This was fixed via a clip through a scope in endo.

Manufacturer narrative:
(B)(4). Date sent: 02/09/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? Small bowel resection. What surgical procedure was performed? Small bowel resection. What structure was the tx60b device used on? Small bowel anastomosis. What was found at the re-op? Were there any issues with the staples? If yes, please explain. There was a bleed where the tx60b was fired. From the physician, the staples all looked like the formed correct and didn't look out of normal. Can you please confirm what tissues were captured in the device jaws? Small bowel. Was there any calcification of the vessels? Not that was explained to me. Could there have been any tumor invasion into the vessel? Unknown. Were any clips used in the area of the firing? No clips used in staple area. Was the device closed and then reopened to reposition prior to firing? Unknown. Was the device difficult to close? Not according to the surgeon. Was the device difficult to fire? No. Was the tissue retaining pin placed automatically or manually? Unknown. Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? After the device was fired, the excess bowel was cut off of the device. Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? No. Can more information be provided on the shape of the staples? Staples appeared to formed correctly. Can you please confirm the total blood loss volume? Unknown. Was the bleeding on the atrial side? Unknown. Was there an atrial injury? No. Can more details be provided about how the bleeding was ultimately controlled? Patient was brought back to surgery the next day and the staple line was over-sewed with suture. What is the current status of the patient? Patient is doing well, no further bleeding issues.